Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. Both the photos show device packaging, the stains noted on the package. The labeling information shown on the package, which matches/ verified with the tw details. No other visual anomalies were noted. Based on the photo review, the reported issue can be confirmed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as no objective evidence was provided for review. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent biopsy procedure by using maxcore device. It was reported that prior to the procedure, the device was allegedly delivered in a wet state. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent biopsy procedure by using maxcore device. It was reported that prior to the procedure, the device was allegedly delivered in a wet state. There was no patient contact.